Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges patient had pain, stiffness, discomfort and weakness which negatively affect mobility; toxicity of metal in the body; and the ability to perform normal physical activities is limited after asr hip implant. **update** (5/30/2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. **update** - medical records received 07/25/2013. Revision operative report indicates the following: a rush of yellow clear fluid with extensive particulate debris which was white consistency; extensive necrosis of periprosthetic tissues; approximately 1/3 of the gluteus medius was white, dead and necrotic; brownish-gray substance within the femoral head as well as a moderate amount of taper corrosion; in the acetabulum, loss of medial bone from a previous medialization with the presence of the pseudomembrane in the base of the socket. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.